Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke. A second fiber was opened, and the fiber tip broke again. A third fiber was used to complete the procedure with no patient complications. This event is for the first device.

Event description:
It was reported that during a photo selective vaporization of the prostate (pvp) procedure, the fiber tip broke. A second fiber was opened, and the fiber tip broke again. A third fiber was used to complete the procedure with no patient complications. This event is for the first device.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Examination of the fiber did not identify any signs of breakage at the fiber tip; therefore, the reported fiber tip break was not confirmed. Visual analysis of the fiber identified that the glass cap rotated independently from the metal cap, indicating a glue failure. The metal cap exhibited severe debris adhesion on its surface, indicative of prolonged tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture and did not identify signs of breakage along the length of the fiber. The fiber passed the connector segment verification test. It is probable that the identified devitrification the glass cap and the debris adhesion on the metal cap contributed to elevated temperatures near the laser beam output window leading to the glue failure. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. The reported fiber tip break was not identified through analysis and the reported event indicated that the procedure was completed without patient complications. There is no information that the identified glue failure could cause or contribute to patient harm if it were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Based on analysis result, the interaction between the user and device, was likely to cause or contribute to the observed fiber damage and reported event.